Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while preparing for the diagnostic gastroscope procedure, communication error code b30 and scope communication error code e216 appeared when connecting multiple scopes to the video system center. However, the procedure was successfully completed using the same device, and there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d10. Additional information added to field h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 07 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint of b30 (scope communication error) was confirmed. Based on the results of the investigation, it is likely the malfunction occurred due to failure of video connector socket. Olympus will continue to monitor field performance for this device.